Event description:
It was reported that the device logged an event code that indicated a critical failure. The device would not deliver defibrillation therapy in the reported condition. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and recommended device repair. Several attempts to follow up with the reporter for add¿l info regarding the device issue have been unsuccessful. The device was not returned to physio-control for analysis.